Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of device breakage ("device had broken when it was inserted") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. Amendment: the report was amended on 07-feb-2019 for the following reason: this case will be deleted from bayer database nullification reason: it was identified as duplicated of case 2016-131119. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by an other and describes the occurrence of device breakage ("device had broken when it was inserted") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. In 2016, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter considered complication of device insertion and device breakage to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.